Manufacturer narrative:
A field service engineer (fse) went on-site (B)(6) 2011 and lengthened the drain lines for the analyzer and cta (closed tube aliquotter). Fse also wrapped the drain lines to drain and facility's maintenance added cover for lines across the floor. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the drain line from the unicel dxc 600i synchron access clinical system kept disconnecting from the laboratory wall connection, leading waste liquid to spill onto the floor. No injury was reported and no erroneous results were generated.